Manufacturer narrative:
Voluntary report #: mw5042842. (B)(4)

Event description:
Patient had 3 integrity bare metal stents implanted into cardiac artery. Stents were overlapped due to recurring distal edge dissections. A non-medtronic guidewire was used during the procedure. It was reported that the wire tip sheared off, along with a long polymer coating which extended from the om into the circumflex, down the left main into the aorta. Patient was discharged however returned to hospital with chest pain. A long term risk of thrombosis related to the polymer coating was reported. No further patient complications were reported.